Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 301031 and lot number 0031473. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: further action has not been determined necessary at this time. CAPA not required at this time.

Event description:
It was reported that syringe 20ml ll bns had incorrect label information. This occurred on 43875 occasions. The following information was provided by the initial reporter: material no.: 301031, batch no.: 0031473. It was reported that the diagram of the product on the outside box label shows a luer lock slip tip which does not match the luer lock tip product. Description of nonconformance: while performing the incoming inspection on this batch, the inspector found that the image/ diagram of the syringe tip is incorrect on the outside label on the box. The outside label on the boxes has an image of a luer slip tip syringe but this product is a luer lock tip syringe. The vendor part number and the syringe (20ml luer lock) inside are correct for this product.